Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction, diagnosis of breast implant illness. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 325cc saline breast prostheses and suffered several unexplained systemic symptoms, including breast implant illness symptoms, fatigue, brain fog, shortness of breath, migraines, vertigo, muscle spasms on breast, joint pain, rheumatoid arthritis, sensitivity to light, sensitivity to cold, signs of scleroderma, autoimmune disorder, frequent urination, signs of infection, tingling down both arms, lack of energy, insomnia, sensitivity to loud noises, double vision, dry eyes, burning of eyes, chest pain from not being able to breathe, diverticulitis, gastrointestinal issues, and early menopause. A healthcare professional diagnosed the patient with breast implant illness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.